Manufacturer narrative:
The device was returned to olympus for inspection. The investigation revealed blurry image when exposed to hot and cold water. The root cause of the malfunction was unable to be determined. However, the cause of the event is likely due to temporary condensation on the surface of the objective lens, or dirt and water stains adhered to the objective lens, or microscopic water droplets adhered to the stains, making it difficult to see the image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the gastrointestinal videoscope produced a blurry image when exposed to hot and cold water. There was no patient involvement.